Manufacturer narrative:
The device has not been returned for evaluation to date and no photographic evidence was provided therefore the reported event could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: do not use the probe for mechanical displacement of tissue, damage to the probe may occur. The IFU also advises the user to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the aes-90sn, aes-90sn probe assy,suct,sin was being tested pre-operatively and ¿the upper extremity has become misfit and the small pimples fell on the surgical field¿. There was no report of impact or injury for the patient or user. Per further assessment it was found "it fell onto the operating field only, not into the patient." The fragments "couldn't be recovered because it was dropped on the floor when we picked it up and wasn't found". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Update: examination of the returned used item found the device not broken or damage and the electrode was found intact. The device was tested with the aes-1 generator and found the device performed as intended; no fault found. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: do not use the probe for mechanical displacement of tissue, damage to the probe may occur. The IFU also advises the user to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the aes-90sn, aes-90sn probe assy, suct, sin was being tested pre-operatively and "the upper extremity has become misfit and the small pimples fell on the surgical field¿. There was no report of impact or injury for the patient or user. Per further assessment it was found "it fell onto the operating field only, not into the patient." The fragments "couldn't be recovered because it was dropped on the floor when we picked it up and wasn't found". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the aes-90sn, aes-90sn probe assy,suct,sin was being tested pre-operatively and ¿the upper extremity has become misfit and the small pimples fell on the surgical field¿. There was no report of impact or injury for the patient or user. Per further assessment it was found "it fell onto the operating field only, not into the patient." The fragments "couldn't be recovered because it was dropped on the floor when we picked it up and wasn't found". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.